Event description:
It was reported that the customer requested assistance with programming the insulin pump. The last blood glucose reading was 249mg/dl. It was stated that the insulin pump was not delivering his insulin, and the customer was running high. It was stated that the customer ran a bolus and no insulin did exit. Advised the caller that a tubing clamp will be sent to perform the high pressure test, but the customer did a similar fixed prime test on his own before calling and did not see any drops at all. The customer did not feel comfortable and replacement will be sent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.